Manufacturer narrative:
The device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection found that the anchor was returned partially broken and attached to the inserter. Based on the condition of the product material found during visual inspection it was determined the device damage was caused by the application of improper/excessive force. Additional material testing is not required. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the print specifications found that each component should be visually inspected for all non-conforming attributes defined in the procedure and according to the acceptance criteria on the part drawing, data sheet, or associated sops. The complaint was confirmed. Factors that could have contributed to the reported event include an impact event inconsistent with normal use. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a procedure using healicoil knotless, after the anchor was placed in the bone it was noticed to it had snapped in 2. The bottom half of the anchor was inside the bone hole of the patient and appeared stable and secure , so it was left there by the surgeon without him attempting to retrieve it. The top half was retrieved and no additional bone holes were required. No delays or further complication were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.